Event description:
It was reported that the patient presented in clinic with shortness of breath. A chest x-ray confirmed dislodgement of the left ventricular (lv) lead. The lv lead was explanted and replaced. The patient was stable.